Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was successfully implanted. The patient was discharged. The patient follow-ups were normal and stopped taking blood thinners. The patient had a coronary computed tomography angiography (cta) on (B)(6) 2024 for something else and it was noted there was a clot on the closure device. The patient was prescribed with anticoagulation medication (eliquis) and had a follow-up transesophageal echocardiography (tee) performed on (B)(6) 2024 and nothing had changed. The patient was ordered to switch to pradaxa, and a follow-up tee is scheduled on (B)(6) 2025.